Event description:
It was reported that the system displayed a communication failure error message. The fe states that this error rendered the system non-functional. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer was evaluated and replaced. The system was tested, found to be working as intended and put back into service.